Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the ventilator inoperative condition.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.